Event description:
Add'l info rec'd from MFR 11/30/99. Co is currently in the process of contacting the consumer to get the breast pump back for analysis and will offer the consumer a free replacement or a full refund.